Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels for the past week and a half of up to 300 (mg/dl). The customer stated the reason for the elevated bg levels was unknown. Corrections via the pump were used to address bg level. The customer reported their bg level at the time of the call was 204 (mg/dl). A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider. In addition, the customer stated the pump battery was observed to be depleting more quickly for the past week and a half. The customer stated they have been interacting with the pump more frequently than usual, entering multiple temporary basal rates. The customer acknowledged that battery has been depleting faster than expected due to their increased interaction with pump.